Manufacturer narrative:
The caller has declined returning the device for eval. Mfg facility has initiated a corrective and preventative action associated with the customer reported failure.

Event description:
The co. Received a report from a customer that the unit did not provide an audio tone.